Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and showed at least 4 injections were performed with the catheter (injections 1, 2 and 3 were inflations only). Bin files did not show any system notices for the date of event.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
During a cryoablation procedure, the physician performed one ablation in the lspv followed by a normal thaw phase and balloon deflation. Before he could proceed with the next ablation in the lspv, there was a power outage in the lab and all equipment and fluoro went down for approximately 3 minutes until power was restored. The cryoconsole was restarted and after about 15-20 mins, fluoro was restored. The physician checked the position of the cryoablation catheter's balloon and checked the patient's vitals; confirmed everything was ok to proceed. Physician positioned balloon in the lspv and performed a second ablation. A normal thaw phase and balloon deflation followed. The physician waited another 10-15 seconds to allow balloon to fully warm, retracted the cryoablation catheter into the sheath to move it to the lipv. After about 2-3 minutes of trying to access the lipv, the anesthesiologist indicated that the patient had no pulse. The physician immediately checked for an effusion with an ice catheter and noticed a large effusion when imaging the left ventricle. Immediately began CPR on the patient and called CT surgery. After about an hour of trying to resuscitate the patient, the patient was pronounced dead. CT surgeon concluded that the lspv was dissected. No product issues were noted during the procedure and no system notice messages occurred during the procedure. The medtronic representative was unable to collect the devices after the procedure and all product was discarded by staff. Device 1 of 3, reference MFR report: 3002648230-2014-00209 and 3007798852-2014-00022.